Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component issue. Field service engineer reseated retractor band connection to the controller boards and rebooted device to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia system drawer failed. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.